Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported air embolism could not be conclusively determined. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, an air embolism occurred. When the introducer was withdrawn after transseptal puncture, st elevations were noted on the ECG. An angiogram confirmed an air embolism in the right coronary artery. It was considered that air entered when the sheath was switched to the non-abbott sheath. The air was removed from the right coronary artery, the device was replaced, and the procedure was completed with no adverse consequences to the patient.